Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue.it was reported that the pump emitted a cs 069 call service alarm as well as a cs 087 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the pump black box data revealed multiple cs 087 service alarms. The original cs alarm was unable to be duplicated during investigation. The cs 69 failure is defined as language file corruption while retrieving the language text. The cs69 failure was written as cs87 failure in black box. During testing, the pump performed the ez-prime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit basal rate with no cs alarm occurring. The error is resident to the u39 component on the printed circuit board.